Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 1½ years post implantation due to dislocation. The current health status of the patient is unknown. It was communicated that the requested medical documentation was not available; however, the surgeon reportedly indicated the devices were not defective. Reportedly the dislocation was the root cause of the revision; however, the root cause of the dislocation remains unknown. The patient impact beyond the reported dislocation and subsequent revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a knee surgery had been performed on (B)(6) 2019 with a biconvex patella 23mm, the patient suffered from a dislocation. A revision surgery was conducted on (B)(6) 2021 with a smith and nephew backup device to treat this adverse event. Current health status of the patient is unknown.